Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) failed to pair with the ilet bionic pancreas despite the cgm providing readings in the dexcom app, and troubleshooting steps were completed including re-pairing attempts, device restarts, and firmware update; the issue was characterized as an intermittent communication failure involving the antenna/electrical-magnetic communication components, and the user was instructed to operate the ilet in bg run mode as needed until sensor pairing was complete. No adverse clinical symptoms reported. Outcomes included no health consequences or impact, and blood glucose levels were reported as unaffected. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between devices consistent with an intermittent communication failure linked to the antenna component within the electrical and magnetic communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.